Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: the battery cap was able to fully tighten. There was a battery compartment crack observed below the grip pad. Multiple call service (B)(4) alarms observed in the device's black box which are motor power supply faults. The pump's current draws were within specifications. No alarms or related issues were duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. There was no evidence of intermittent contact on the motor regulator.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was having shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.